Event description:
It was reported that the lead was fraying during a trial procedure.

Event description:
It was reported that the lead was fraying during a trial procedure.

Manufacturer narrative:
Sc-2218-70e (sn: (B)(6)). The returned lead was analyzed, and visual inspection found that the lead was frayed approximately 8 cm from distal end. No cables are exposed at the damaged portion of the lead. With all the available information, boston scientific concludes the reported event was confirmed. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than forty-five degrees. The probable cause is due to unintended use error which caused or contributed to event.